Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was inserted into the right femoral artery and advanced to the annulus over an extra stiff wire. The valve was recaptured and removed. It was planned to do a pre?implant balloon aortic valvuloplasty (bav) and try to implant the valve again but during this time a pericardiai effusion was noted on echocardiogram and patients symptoms deteriorated. The physician noted that it was likely the non-medtronic guidewire that caused the perforation. The patient was placed on cardiopulmonary bypass and their chest was opened to correct the pericardial effusion. At this point it was decided to implant a surgical valve due to the patient's chest already being opened. After the procedure the patient was taken off bypass. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).